Manufacturer narrative:
(B)(4). The field svc engineer (fse) troubleshot the system and found a problem was caused by a broken fuse on the mpd (main power distribution) board. He replaced the mpd board, this solved the problem.

Event description:
The customer stated that: "the power suddenly cut off during use". This took place at preparation for examination.